Manufacturer narrative:
This event report was received through clinical data collection activities. Engineering evaluation noted that the revision reported was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder components due to infection. The case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder components due to infection. The case report form indicates this event is possibly related to devices and definitely related to procedure.